Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent atrial undersensing as noted on the stored electrograms. In addition, intermittent atrial pacing was noted. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.